Manufacturer narrative:
The manufacturer was previous reported an allegation from a customer that the dreamstation 2 device did not power on. There was no harm or injury reported. The third-party service center visually inspected the device and found out and presented a specific failure in humidifier verification test due to burn pca. The device was returned to the product investigation lab (pil) for additional testing. During the investigation, pil observed small cracks on the ui display bezel at the therapy button. A dust-like contaminant was observed on the water tank lid, water tank seal, water tank, ui display bezel, top enclosure, center enclosure, iso port, inlet/outlet seal, inside the inlet of the blower box, on the blower, blower seal, blower box, heater plate, heater plate spring, and bottom enclosure. Noted a dried liquid spots with potential mineral deposits were observed on the water tank lid, water tank seal, water tank, ui display bezel, top enclosure, center enclosure, iso port, inlet/outlet seal, pca inside the inlet of the blower box, on the blower, blower box, heater plate, heater plate spring, and bottom enclosure. Hair-like particles were observed on the top enclosure, inlet/outlet seal, inside the inlet of the blower box, on the blower, blower seal, blower box, heater plate, and bottom enclosure. The pca was observed to have areas of corrosion on it, likely due to liquid ingress. The p3 power connector was observed to have rust/corrosion on it, likely due to liquid ingress to it. The bottom enclosure screws were observed to be corroded, likely due to liquid ingress. Pil was able to confirm the complaint of the device not powering on likely when errors were occurring, or address the symptoms specified.

Event description:
The device was returned to a third-party service center, due to an alleged from a customer that the device does not power on. During the evaluation of the device, the third-party service center visually inspected the device and found out that the device presented a specific failure in humidifier verification test due to burn pca. The device passed test for: decontamination, quality assurance, special event, and packaging. Device is going from 3rdp service center to the pil as per clients request and for further investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.